Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The patient suffered a (tia) transient ischemic attack like symptoms and was taken to the hospital for evaluation. The patient was diagnosed with a high-grade stenosis in left middle cerebral artery, and underwent stenting of the left cerebral artery. During the procedure, the agility guidewire perforated the vessel distal to the stent placement. The patient was taken to CT, and a subarachnoid hemorrhage was noted on the CT scan. The patient was transferred from interventional radiology to ccj. A day after the event, at the request of the family, medical care was stopped, and the patient expired. Attempts have been made to obtain additional information, but to date, no information has been received.